Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed pre-fill reservoir test and found no air bubbles and no leakage during analysis. Checked o-rings for defects and none were found. Also performed a manual test to the reservoirs and found plungers easy to connect/release from the stopper-plungers. No leakage anomaly was noted when the plungers were removed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the reservoir was leaking. Customer's blood glucose was 113 mg/dl. Customer was unsure whether the leak had passed the second o-ring. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.